Manufacturer narrative:
The incident has been reported to manufacturer on (B)(4) 2010. Results of final analysis will be developed in a follow-up report.

Event description:
The valve worked in the beginning. It was implanted on (B)(6) 2010, and explanted on (B)(6) 2010. The reason was that the valve could not be programmed, thus, the valve was blocked. The doctor would like to know the reason of this event.